Event description:
Customer called to report that fluid drips were observed from the cartridge chemistry (cc) sample probe of the unicel dxc 600i synchron access clinical system. The customer technical specialist schedule a service visit. The field service engineer (fse) inspected the instrument and adjusted the 10 psi (pounds per square inch) and 17 psi pressures to be lower, which helped to resolve the sample probe drip issue. The pressure regulators were locked at a vacuum level of 27.5, but the minimum is 24. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The fse did not find an instrument part failure, and noted that customer's high altitude, set at a vacuum level of 27.5 when the minimum is 24, may have contributed to the pressure issues. As described, the fse adjusted the pressure levels, which resolved the instrument issue. (B)(4).